Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.

Event description:
A (B)(6) old female was being treated for a large clot in the right iliac vein and inferior vena cava. The physician accessed the right femoral vein with an 8f sheath and placed an ivc filter in the inferior vena cava (ivc). The 8f trellis was placed from the right common femoral vein (cfv) to the ivc. After infusion of tpa and several minutes of dispersion, the proximal balloon burst. Upon further evaluation, the dispersion wire broke at the point of the proximal balloon. The device was removed and the case was completed by using angio jet and an infusion catheter.